Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a diagnostic procedure, it was found that the subject device turned off. The user replaced the subject device with another device and completed the intended procedure. The user stated that during the procedure the day before, a wavy noise was generated immediately after connecting to the camera head (ch-s200-xz-ea), and it was demodulated when it was reconnected, and the user continued to use the subject device. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon could not be duplicated. Also omsc analyzed the log data stored in the subject device, there was no record which indicated the cause of the reported phenomenon. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the result of the evaluation, omsc surmised that the reported phenomenon was attributed to the receptacle outlet connected to the mobile workstation, failure of the power cord or connection failure of the power cord. If additional information is received, this report will be supplemented.